Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was reproduced. A field service engineer (fse) arrived onsite, no one was able to clearly identify which drawer had been accessed during the reported reboots. There were no active failures on the machine, and customer were actively using it upon arrival, with the only note being that the unit had shut down while customer was accessing the rerun bin. The battery voltage was checked in hardware test application (hta) and was charging at voltage, so no battery replacement was required. All drawers in both the main and auxiliary units were opened and closed multiple times in an attempt to reproduce the issue, but no reboot occurred. The system was then shut down, and the bus cables were inspected for damage or possible shorts, with none found. Some medication and debris were observed contacting drawer 6 in the main unit, though it was unclear if this contributed to the issue. All drawer components were further inspected for debris, and none were found. The machine was rebooted and all drawers were tested again in hta using open and close tests without any issues. The communication sled cables, which were found tangled and, on the floor, were reorganized and confirmed to be in good condition. All drawers were successfully tested in hta using open and close functionality. Also replaced keyboard cover and tightened the drawer screw. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station kept rebooting itself. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.